Manufacturer narrative:
(B)(4). Batch # r95669. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components and one malformed clip inside a plastic bag. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the rotation knob rotated as intended and the device was cycled and it fed and formed 7 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot/batch number r95669, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic unknown procedure, the rotate knob had a difficulty in rotating, and the device became not to be fired during use. Another device was used to complete the case. There were no adverse consequences to the patient.